Event description:
A surgeon reports that-one day following intraocular lens (iol) implantatiion, a pt developed endophthalmitis. The pt was treated with antibiotics. The association between this event and the iol is not known.